Event description:
Pt reported, the up button on the infusion device is blocked. Preliminary evaluation shows that one key is flat pressed and due to an external mechanical influence, the snap dome is pressed through. No further info is available. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.